Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02908. It was reported the patient fell and later experienced ineffective therapy. Diagnostics showed the patient had multiple contacts on both leads with high impedances. A lead fracture was observed on one of the leads. Reprogramming was unable to resolve the issue. In turn, the patient underwent surgery wherein both leads were explanted and replaced to address the issue.